Manufacturer narrative:
(B)(4).

Event description:
It was reported that a gradual increase in both capture threshold and lead impedance was observed. Lead was capped and replaced on (B)(6) 2015. Procedure went well without any problem and the patient was stable.